Event description:
It was reported that the pt underwent an isolated mitral valve surgery. The coronary sinus catheter was placed. Placement was confirmed under transesophageal echocardiogram. Cardiopledgia was introduced through the catheter. The pressure at the end of catheter was normal but they noted high line pressure. The anesthesiologist continued with cardiopledia delivery and pulled the catheter back a bit and the line pressure dropped. The case was completed. The surgeon noted dark blood on the heart and found a hematoma in the area of the coronary sinus. The pt was brought back to or the next day. A coronary sinus dissection was noted. That area of the heart was a-kinetic. Two days later the pt passed away.